Event description:
The pt reported e7 (electronic) error was displayed on the infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. Preliminary eval found the up button is always active. Further info will be provided when eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at that time. If further info is obtained, it will be provided in the supplemental report.